Event description:
A malfunction was reported with an error code referenced by a caregiver named haley smith. There was no adverse impact to the customer¿s blood glucose level. Without specific pump serial numbers or event dates, technical support used an active, in-warranty pump from the patient¿s profile to address the issue.